Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, including a blood glucose of 23 mg/dl by bgm with a concurrent cgm value of 39 mg/dl, leading the patient to perform a prior factory reset and to inquire about another reset; device data showed low glucose time of 1.3% and very low glucose time of 0.3%, and the patient treats lows with 1¿2 glucose tablets and perceives symptoms at 70¿80 mg/dl. Symptoms included hypoglycemia and associated warning signs. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included review of device-reported glucose metrics and user report, with counseling to discuss target range adjustments with the healthcare provider. Investigation of this case revealed no device alarms requiring action and no confirmed device malfunction, with the event considered patient-related hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.